Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high bldood glucose but not hospitalized. The customer's blood glucose level was 240 mg/dl. The customer was offered to troubleshoot for high blood glucose but declined because she is tired. The customer stated that she will call back. The customer was advised to change set.